Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 05:40:27. During night drain cycle one, the patient's ultrafiltration reading was 1738ml, indicating the home patient (hp) drained 1738ml more than their maximum programmed fill volume of 2300ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.